Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implant of an intraocular lens (iol) using a preloaded delivery system the lens was found to be cracked. The lens was removed during the initial and a backup lens was used to complete the procedure. Additional information was requested.